Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not detect a ventricular fibrillation (vf) rhythm during an electrophysiology procedure during which a permanent implantable defibrillator was being placed. The symptom was clarified to be that the users didn't think the vf rhythm was displayed by the device. The device was not in the AED (shock advisory) mode. There was no impact to the involved patient as the implantable defibrillator shocked the patient out of vf. The patient was being monitored with two defibrillators and the implantable defibrillator during this event.